Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 10dec2012 to the present date 07jan2021 and note that this device has been returned for service twice which correlates to the customer reported issue or service repairs.

Event description:
The customer reported the device was displaying error 240.4150, as well as it had fail door ajar-safety clamp sensors and open door error. No patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device was displaying error 240.4150, as well as it had fail door ajar-safety clamp sensors and open door error. No patient involvement.